Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's blood glucose levels. The mother states the customer had high blood glucose level of 300mg/dl. The mother states the customer treated with the pump and was able to stabilize the levels. The mother states the customer also had low incident of 50mg/dl or 60mg/dl. The mother states the customer treated with food. The mother declined to troubleshoot. The customer was advised to monitor the device.